Event description:
A customer contacted baxter's global technical service center to report a 2240 alarm (indicating air) on the homechoice(hc) device during use. The technical service representative (tsr) explained the alarm. The homepatient (hp)was unsure if she was still connected to machine when the 2240 occurred. The tsr advised the hp to call the nurse to report the 2240 air detect alarm. Follow up with the patient revealed that she was connected at the time of the alarm. She did not remember disconnecting any time prior to the alarm. She did not remember if the bags were properly spiked or if there were any open clamps on any unused supply lines. The patient confirmed that the supplies were discarded and she does not recall the lot number. The patient did contact the nurse and no medical intervention was required. The patient stated that she is continuing with therapy.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample. Root cause was undetermined. A batch review could not be performed as the lot number was unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).